Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, prior to entering the pt anatomy, resistance was met while advancing the catheter over the guide wire. Upon removal of the rocket from the guide wire, tip separation was revealed. No further info was provided.